Manufacturer narrative:
Information will be provided in a supplemental report when information is obtained.: an internal investigation could not be performed and therefore no results will be obtained. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event.

Event description:
It was reported the patient experienced their unit smoking and had a burning smell like "burning rubber". In turn the patient unplugged the unit and cut it off.

Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. It was determined that the device overloaded and burnt the chip. There were no traces of an external fire. This unit would not have caught on fire nor cause any shock or burns to the patient, just an unpleasant smell. This unit is running normally and as designed.